Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient received two shocks due to oversensing of noise. The first shock was in (B)(6) 2024 and due of sensing of myopotentials, with a low amplitude qrs complex while the subcutaneous implantable cardioverter defibrillator (s-ICD) system was programmed to the alternate vector. The s-ICD programming was changed to the primary vector and 1x gain, after which another shock was delivered in (B)(6) 2025 due to oversensing of noise. Technical services discussed finding out what the patient was doing at the time of the shock and performing an evaluation in-clinic. The s-ICD remains in service.